Manufacturer narrative:
On february 20, 2024, the mentor failure analysis lab received the device for evaluation. Mentor became aware that the suspect medical device was a 300cc mentor memorygel breast implant (catalog: 3503004bc lot: 5979774). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On february 27, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 300cc breast implant had an area of shell abrasion on the anterior view. In addition, an area of missing material was observed within the shell abrasion measuring approximately 4.7 x 3.6 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A second product was received (lot-5979047). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with an unspecified mentor gel implant on the right breast. Post-operatively, the patient suffered right breast implant rupture. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2023. The replacement devices were: (right) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9948729 sn: (B)(6) and (left) 275cc mentor memorygel breast implant catalog: 3502751bc lot: 9978014 sn: (B)(6).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).